Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, over infused. It was reported the pump finished two hours early and the pump indicated a volume of 8.9 was left, however the cassette appeared to be empty. No adverse patient effects were reported. No additional information is available at this time.